Manufacturer narrative:
Per -2757 final report. Additional information, and the return of the devices was requested in order to progress with the investigation of this event. The explanted devices were returned and examined but did not determine the root cause of the event or indicate that the event was due to the devices. The relevant device manufacturing records haveidentified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the event could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximately 1 year and 3 months due to loosening of the liner.

Manufacturer narrative:
Per (B)(4). Additional information, and the return of the devices has been requested in order to progress with the investigation of this event, and if received will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 1 year and 3 months due to loosening of the liner.